Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm proximal to the proximal end of the proximal markerband and extending approximately 122mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified superficial femoral artery. A 7.0 x 200 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified superficial femoral artery. A 7.0 x 200 75cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient. No patient complications were reported and the patient's status was stable.